Manufacturer narrative:
Corrected data: a6, b5 (treatment date, area of concern), d1, d4, d8, g1, g2, g4, h3, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen on (B)(6) 2020 using the cooladvantage petite applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting with cooladvantage petite applicator and may have developed paradoxical hyperplasia. Patient underwent three coolsculpting treatments. All three treatments with the cooladvantage petite applicator. For the first treatment the treatment area was the abdomen. For the second treatment (which occurred approximately three months after the first treatment) the treatment area was the flanks. For the third treatment (which occurred approximately one month after the second treatment) the treatment area was the abdomen. Approximately six months after the third treatment, the patient was assessed and showed signs of paradoxical adipose hyperplasia in the abdomen and flanks. Tissue described as firm. There was a visible volume increase in the treated areas.